Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/07/2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the abdomen under the adhesive and was described as red rash that was oozing. On (B)(6) 2016, patient's father decided to consult a doctor regarding the patient's reaction, and doctor recommended a barrier cream (spray) and flonase (no prescription necessary), which was used to treat the affected area. At the time of contact, the patient was no longer experiencing skin reactions any more. No additional event or patient information was provided.